Event description:
It was reported that patient's generator is extruding following a recent implant. There is a visible hole at the incision site and the generator can be seen. The surgeon assessed pictures and does not believe an infection is present but will be assessing the patient in clinic. It was later reported that revision surgery took place, the generator was removed from the left side, wiped down, and re-implanted it on the right side. Further information was received from the provider. The cause of the extrusion is assessed to be manipulation of the site. No other relevant information has been received to date.